Event description:
It was reported that during the implant attempt, the lead dislodged. The helix was filled with tissue so the lead was discarded and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).